Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead experienced high thresholds with no capture at the maximum output, high impedance, and oversensing. It is suspected the lead issues were due to a lead fracture or a loose screw set. The lead was programmed off and inactivated. The patient was scheduled for a lead revision but had developed a staphylococcus infection and the procedure was cancelled. The source of the infection is not known. The lead revision has been rescheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.